Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4) no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review. Corrective and preventative action CAPA was opened to investigate the failure mode reported. CAPA is currently in investigation results phase.

Event description:
It was reported that the pump alarmed reservoir pump does not work. No patient injury was reported.